Event description:
It was reported that during the procedure in the right coronary artery, two trek dilatation catheter shafts kinked during advancement and withdrawal. Prior to the shaft kinking, resistance was felt due to the anatomy and force was applied. Reportedly, the larger balloon was withdrawn but the smaller balloon was used and inflated. There was no adverse patient effect or clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to cross and resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. The kinks in the shaft were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the warning section of the rx trek instructions for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional trek coronary dilatation catheter referenced is being filed under a separate manufacturer report number. (B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.